Event description:
New information received notes that upon review of the egm, it was noted a little undersensing during the vf episode which delayed hv therapy a small amount.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired after multiple CPR was performed and failed to rescue. Review of the episode, showed undersensing vf and lead noise was detected due to CPR and rescue.